Event description:
It was reported that a patient had a left knee sprain: arthroscopic ligamenplasty using an 8 mm diameter proflex synthetic ligament. Subsequently underwent two revisions approximately 8 and 11 months after implantation due to pain centered on the inside of the joint. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source france the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Implantation report was provided and reviewed by a healthcare professional with the following findings: joint exploration revealed no major meniscal lesions, except for a posterior plication of the internal meniscus, which was left untouched. A bell-shaped swelling consistent with remnants of the anterior cruciate ligament was identified and excised. A pre-tensioned 8 mm proflex synthetic ligament was passed from the tibial to femoral side. It was secured with high femoral stapling under 120 kg of tension, followed by tibial fixation. Arthroscopic control confirmed correct intra-articular placement. No intraoperative complications or abnormal findings were noted. Discharge notes following the implantation were also provided and reviewed by a healthcare professional: when he was discharged, patient stated that he had significant pain in his left knee, which had been developing since his operation. He had reportedly received treatment from a physiotherapist at a rate of 5 sessions per week. The hospitalization report from dr. (B)(6) states that "I provided him with the instructions regarding the post-operative period. I insist a lot on strengthening the quadriceps." Further medical records leading up to and pertaining to the revision surgery were provided and reviewed by a healthcare professional with the following findings: follow-up: the patient¿s knee flexion was not improving significantly. Mobilization under anesthesia was deemed necessary and scheduled for the following week. Mua: mobilization under general anesthesia was performed (no operative report available), resulting in an improvement of knee flexion to 120°. Rehabilitation notes: prior to the mobilization, knee flexion was limited to 40°, but improved to 120° following the procedure. Quadriceps muscle atrophy measured 1.5 cm at 10 cm above the patella. Rehabilitation notes: after completing 20 rehabilitation sessions, the patient maintained 120° of active knee flexion. Quadriceps atrophy persisted with minimal improvement. Follow-up: the patient reported pain at the staple sites, particularly on the tibial side. Plans were made to remove the staples and perform an arthroscopy to assess the joint cavity and better understand the pain. Office note: staples were removed from the knee through a short incision at the tibial orifice. Bone trephination was required for removal, and the distal end of the synthetic ligament was found anchored in the bone. Ligamentoplasty: preoperative x-rays (dated on (B)(6) 1988) confirmed the presence of two staples. The tibial tunnel was ideally positioned, with no evidence of ligament impingement in the notch. Dynamic imaging showed no anterior drawer. Intraoperatively, a synthetic anterior cruciate ligament, clearly visible and surrounded by synovium, was observed. The pain source was localized to the axial region of the lateral condyle. The knee joint was tight, and while the plasty was well covered, it was under tension. The tibial medullary canal was closed with a preserved bone fragment to prevent fistula formation. Reconstruction of the internal parapatellar approach was performed using vicryl sutures. On the lateral side, an ellison-type plasty was conducted by harvesting a strip of fascia lata, which was passed beneath the termination of the kaplan ligament and sutured to itself. Additionally, an extra-articular lemaire procedure was performed using the fascia lata to enhance knee stability. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient had an initial left arthroscopic acl repair with a synthetic ligament implant due to a sports injury that occurred 45 days prior. After the surgery, the patient had significant quadriceps atrophy with limited range of motion and a slow recovery. Seven months postop, the patient presented with pain at the level of the bone staples. X-rays showed no complications with the position or appearance of the implant. The patient returned to surgery approximately 1 year after implantation to remove the staples and synthetic implant. An extra-articular lemaire procedure was performed on the fascia lata to provide stability to the joint. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.